Event description:
It was reported that during equipment testing conducted at the user facility, the device was running without user activation. During the device evaluation, it was also reported that when with the trigger in oscillate position, the device was running in forward mode instead of oscillate mode. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted at the user facility, the device was running without user activation. During the device evaluation, it was also reported that when with the trigger in oscillate position, the device was running in forward mode instead of oscillate mode.no patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the device evaluation, the ebox was found to be damaged, which was identified as a probable cause of the device running in the wrong mode as well as running without user activation.